Manufacturer narrative:
This report is being supplemented to provide a correction and additional information to the previously submitted h11 field investigation summary and h4. The incorrect verbiage was removed from the investigation summary and h4 added. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited error during connection. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes were damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited error during connection. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during set up / inspection for use (during set up in room / before patient in room), the endoeye flex 3d deflectable videoscope exhibited error during connection. There was no patient involvement.